Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system due to inadequate pain relief. Prior to explant, troubleshooting was performed included obtaining x-ray and MRI imaging as well as performing reprogramming on the patient.